Manufacturer narrative:
Device evaluated by MFR: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. With all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation de novo patient with the pulse field ablation console, had to be exchange because it drew air bubbles during aspiration. Then the procedure was completed without patient complications. The device has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath air was drawn into the sheath during aspiration. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.